Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. The lead was explanted and replaced. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was received in two pieces. Insulation abrasion was noted at 3.6 cm to 4.8 cm form the distal tip.